Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump battery was depleting too fast, but it did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to uninstall and reinstall the mobile app and to follow up if battery depletion exceeded 35% per day, and they understood and acknowledged the instructions. The customer continued to use the pump for insulin therapy.